Event description:
The user facility reported that a portion of the sheath became separated during removal following an interventional procedure on a pt with a "significant amount of scar tissue." Reportedly, the "initial access into the right femoral artery was difficult" due to scar tissue from a previous procedure. Follow-up communicaiton with the physician confirmed the experienced great difficulty while trying to remove the guiding sheath, the outer sheath material began to stretch and subsequently broke leaving the coil wire intact. The physician reported that he was able to maintain access to the vessel, perform a cut-down through the scar tissue, and then, remove the partially detached section without difficulty. He stated that he did not believe that the pt incurred any add'l injury because of this event and no further procedures were required.

Manufacturer narrative:
Results: is based upon evaluation of user facility info and the returned sample; is based upon reserve sample testing. Conclusions: is based upon evaluation of user facility info and the returned sample; is based upon reserve sample testing. Visual examination of the returned sample confirmed the info provided during follow-up communication with the physician with regards to the outer sheath material stretching prior to separation and the coil wire remaining intact. In addition, the user confirmed that he has used this device for several years, but had not experienced any previous problems. No abnormalities or defects were noted on visual inspection and functional testing of reserve samples. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The event description and returned sample condition are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an occurrence in the instructions-for-use: " advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.